Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding pumping - intermittently stopped. There was no harm or injury reported.

Manufacturer narrative:
Due to character limitation e1 event site name: (B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d10, h6 (type of investigation). Keeping UDI partial in emdr ((B)(4)) as serail number is unavailable.

Event description:
N/a.

Manufacturer narrative:
Corrected fields:d4-UDI number, d10-concommitant, e1-event site telephone.updated fields:b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) & h11. Event summary & root cause evaluation:it was reported through the emergency support program (esp) that during use the cs300 intra aortic balloon pump (iabp) had pumping - intermittently stopped. There was no harm or injury reported. Bree rn calls for assistance with a cs300. She states the pump has been operating without issue for 12 hours in manual (pediatric) mode. The therapy stopped and she wondered why the pump did not alarm. Esp personal reviewed manual or pediatric mode and that we do not have pediatric iabs any longer or recommend use of manual mode. Bree does not know the reason the pump is in manual/pediatric mode and states she thinks it has been that way since the patient came from the ccl during the night shift. Esp personal advised putting the pump in auto mode and performing an auto fill. She agrees and pumping/therapy is resumed in auto mode. Esp personal advised contacting the physician, ccl staff, and the prior nightshift rn caring for the patient to determine the events that took place and reason why the pump was put into manual mode. She agrees to do so. She cannot tell esp what iab catheter is being utilized as she states there is gauze dressing covering the information. She does know it is not a fo iab. Esp personal advised her to print a trigger and alarm log to see if we could determine alarms that occurred or when modes were changed. She states they do not have any paper in the printer bay and that their other cs300 on the floor does not have paper also. She will call the ccl to see if paper is available. She takes esp direct number and states she will call esp back if more assistance is necessary. Esp personal called bree back at 7:31am to see if any information was obtained on why the mode was switched. She states that she is still unable to identify who switched the modes but thinks the reason was to obtain a better svo2 calculation. Esp personal reviewed again that pediatric or manual mode should not be used and if the cardiologist asked for this setting to be used to please review the proper operation of this mode or have them call esp direct number for a discussion. She states the cs300 is currently in auto mode and operating as expected. She again states she will call esp back if further assistance is necessary and thanks esp for the follow up call. Based on the information provided by esp personal, esp personal performed troubleshooting with customer regarding manual or pediatric mode. Esp personal advised putting the pump in auto mode and performing an auto fill. However, since no part was replaced or returned for evaluation, the root cause could not be determined.